Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was noted that the right ventricular lead had several noise episodes with inhibition of pacing. Programming changes were made and the patient would continue to be monitored.

Event description:
New information received on 1/4/19 indicating that the right ventricular lead continued to exhibit lead noise. The patient was asymptomatic during the event. Programming changes were made. The patient would be continued to be monitored.